Event description:
It was reported that during a da vinci-assisted, unilateral inguinal hernia surgical procedure, the force bipolar instrument's jaw was cast onto the tissue and it would not, open because the wrist was dislocated. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue, to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found the reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. The complaint regarding hinge on wrist was dislocated was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.